Event description:
It was reported by the patient that their insertable cardiac monitor (icm) device implant hurt them; due to this reason, they were unable to sleep on the side of the implant. In addition, the implant site was protruding, and the implant area was inflamed. Subsequently, the patient underwent a surgical procedure to have their icm device explanted. After the icm device was explanted, the patient symptoms resolved. No additional adverse patient effects were reported. The explanted icm device will not be returned.

Event description:
It was reported by the patient that their insertable cardiac monitor (icm) device implant hurt them; due to this reason, they were unable to sleep on the side of the implant. In addition, the implant site was protruding, and the implant area was inflamed. Subsequently, the patient underwent a surgical procedure to have their icm device explanted. After the icm device was explanted, the patient symptoms resolved. No additional adverse patient effects were reported. The explanted icm device has not been returned.

Manufacturer narrative:
Detailed product information was not provided to bsc. In addition, patient date of birth (field a2) from section a. Patient information and implant date (field d6a) from section d. Suspect medical device were not provided. Good faith efforts are being made to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.